Event description:
It was reported that the left ventricular lead fractured and exhibited high impedance. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis found multiple fractures of the inner coil at 29.4, 30.5 and 33.0cm from the connector pin. Insulation abrasion breaching the ring electrode cable lumen was also noted at 82.5cm to 83.1cm from the connector pin.